Event description:
The proximate fixed head skin stapler was being used by the md on a patient's head. The plastic piece that holds the staples detached from the handheld plastic, leaving the stapler stapled to the patients head. Md was able to quickly resolve this problem but is concerned for faulty staplers.